Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found. (B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer declined to test blood glucose level at the time of the reported event, but stated that they are stable. There was no reported impact to the customer's blood glucose level. It was indicated that the customer had manual injections available as alternate insulin therapy.